Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 87mg/dl, 236mg/dl. Tests were done within 10 mins with a difference of 82%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "control solution test 209 (167-245)".